Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that nothing, thinking about going back to shots too frequent alarms, having to plug in to charge, clip does not hold to clothing, falls off all the time, have to change site too frequently, having to buy adhesive to keep plug in, frequent site failures, sometimes blood sugars get too high after changing the site and patient reported sometimes blood sugars get too high after changing the site on (B)(6) 2026.